Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported "one dressing package broken". A photograph depicting the reported complaint issue was provided by the complainant.

Manufacturer narrative:
G.1: corrected reporting entity from 211 american avenue, greensboro nc 27409 to 7900 triad center drive, suite 400, greensboro nc 27409. A review of the last three product monitoring review's (pmr)for trends indicated no trends for this issue on this product. The historical complaint data from april 01, 2017 to april 30, 2019 was reviewed as it relates to reports for product international commodity code (icc) 187644. A total of one (1) complaint, including this one, was reported. A photograph was received and reviewed but not investigated. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1049092.

Event description:
To date no additional patient or event details have been received.